Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose following missed meal announcements with ilet use, leading to maladaptation of the system and a tendency to go low when using the usual announcement, after which the user alternated to ¿less than¿ announcements about half the time and was guided through a factory reset. Symptoms included fatigue associated with hypoglycemia. Outcomes included a low blood glucose episode that lasted approximately one hour and was corrected with oral glucose, with the device providing a low alert and no need for outside assistance or medical intervention. Investigation included customer-guided troubleshooting and education culminating in a device reset. Investigation of this case revealed user handling factors related to missed meal announcements and variable meal announcement entries that contributed to hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.